Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of the patient¿s cycler after ending their pd treatment. The patient contact reported receiving an air detected in cassette alarm during fill 1 of 4 of treatment and the treatment was cancelled. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was not able to complete peritoneal dialysis treatment on the day of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The nurse stated that the cycler remained with the patient for continued use.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of the patient¿s cycler after ending their pd treatment. The patient contact reported receiving an air detected in cassette alarm during fill 1 of 4 of treatment and the treatment was cancelled. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was not able to complete peritoneal dialysis treatment on the day of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The nurse stated that the cycler remained with the patient for continued use.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of the patient¿s cycler after ending their pd treatment. The patient contact reported receiving an air detected in cassette alarm during fill 1 of 4 of treatment and the treatment was cancelled. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was not able to complete peritoneal dialysis treatment on the day of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The nurse stated that the cycler remained with the patient for continued use.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for investigation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Ast test was passed. No fluid leaks in the test cassette during the ast test. System air leak passed. Valve actuation test passed. Patient sensor check passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed.the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.